Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received four photographs which displayed an opened 22g x 1.00in. Nexiva unit from lot number 2306107. Two of the photos show the catheter/needle tip with the needle cover removed. A strand of foreign material can be seen sticking to the catheter/needle tip. As the unit is opened, it is unknown if the hair originated in the manufacturing or user environment. Hair inside the packaging may occur at any stage in the process during which personnel interact with the product materials. Smocks and hair covers are worn during the manufacturing process to protect the product from dust, dirt, hair, lint, or other particulate that may adversely affect the quality of the product. Additionally, visual inspections are performed during manufacturing at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a hair was found in the bd nexiva¿ closed IV catheter system set. The following was received by the initial reporter: verbatim: there is a hair in the packaging of a nexiva catheter.

Event description:
It was reported that a hair was found in the bd nexiva¿ closed IV catheter system set. The following was received by the initial reporter: verbatim: there is a hair in the packaging of a nexiva catheter.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.